Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
Correction: e4.

Manufacturer narrative:
Updated information: upon further review, the complaint for this MDR was found to be a duplicate and all the details including investigation results for MFR report number 1220648-2026-00409 has been captured under MFR report number 1220648-2026-00297. Therefore, no further reports will be submitted under this MFR report number.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the direct surgical approach to support the 62 year old male patient who had been admitted in with the plan for bypass surgery for the known coronary artery disease. The other medical history was not shared. The pump was supporting for the surgery when there was a need for multiple blood products to be infused, an atrial stitch applied, and extra corporeal membrane oxygenation to be applied peripherally. The urine color was pink-red and flows appropriate. While on the support there was new ventricular tachycardia that prompted defibrillation x5 and lidocaine and amiodarone drips were added for the medical need. After 2 weeks of support the purge pressure rose and the thrombolytic tpa was added to the purge. Tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient. After 30 days of support, which is beyond the indicated use of the pump, the team withdrew care and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
B2 and h1: added death per additional information received from the customer. B5: added clinical review. H6: updated codes f02 and f2303 based on a review of the complaint file.

Manufacturer narrative:
Investigation summary: ppae (tachycardia): in order to make a cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot device lot: 1988121. Device history batch subcomponent lot: n/a. Device history review the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male patient who experienced sustained ventricular tachycardia overnight, requiring five defibrillation attempts. The patient is currently receiving lidocaine and amiodarone drips. No additional information was provided.

Manufacturer narrative:
B1: added product problem. H6: added a141102 based on a review of the complaint record.